Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the stent was positioned between the markerbands. Deformation was evident to numerous distal stent wraps with struts bunched. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent and an endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 85% stenosis located in the ostium of the left main (lm) coronary artery. Both devices were inspected with no issues noted. The lesion was pre-dilated. Negative prep was performed on both devices without issue. Both stents passed through previously implanted stents. Resistance was encountered when advancing the resolute integrity stent, however there was no resistance encountered when advancing the endeavor resolute stent. Excessive force was not used with either device. It was reported that both stents failed to cross the lesion. The procedure was completed using a non-medtronic stent. The patient was reported to be alive with no injury. The devices were returned for evaluation. Stent deformation was visible on both devices.